Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Our investigation is ongoing. A follow up report will be submitted when the investigation is complete. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient underwent dialysis treatments on (B)(6) 2026. On (B)(6) 2026 at the completion of an invasive dialysis session, a blood stain was observed. Upon examination, a small hole was identified in the blue lumen.

Manufacturer narrative:
The catheter was returned for evaluation. Visual inspection revealed no obvious damage. Functional testing was performed. When flushed through the arterial luer no leaks were noted. When flushed through the venous luer two small leaks were noted on the extension tubing approximately .5 cm from the luer sleeve. These holes appear to be directly across from each other on opposite sides of the tubing. Under magnification the holes appear to be external punctures into the tubing. The device was further reviewed by medcomp engineering. The holes appear to be possibly caused by the clamp. Specifically, by clamping the silicone tubing repeatedly in the same location. The manufacturing process includes a 100% leak test performed as a last step in the process. This test would have detected any leaks, holes, or weak spots if it had existed at the time of manufacture. The device was implanted for approximately one week with no reported issues. This leads to the conclusion that the failure was not likely a manufacturing issue. It is possible the device was damaged during use or maintenance such as during a dressing change. The instructions for use (IFU) contain the following warning: "clamping of the tubing repeatedly in the same location may weaken tubing. Avoid clamping near the luers and hub of the catheter."